Event description:
It was reported that the customer is having an issue with changing the battery on the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer stated that they are unable to remove the battery cap on the insulin pump. Customer will look for a screwdriver and will call back if she cannot remove the battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.